Event description:
It was reported through the results of a clinical trial, that during an angioplasty procedure in the left mid/distal superficial femoral artery with a focused force percutaneous transluminal angioplasty (pta) balloon, imaging demonstrated dissection which resulted in stent placement. Following stent placement, imaging no longer demonstrate the dissection. The current patient status was not provided.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: complaint reported to date for this lot number and failure mode. The device was not returned, but medical records were provided. Based on the medical records, dissection following the use of an ultrascore pta balloon can be confirmed. However, the investigation is inconclusive, as no objective evidence has been provided to confirm an alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiration date: 03/2020).

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records review: the patient with history of peripheral vascular disease with claudication was scheduled for peripheral vascular intervention. The right groin was accessed and the catheter was advanced to the left femoral artery. A left femoral angiogram with runoff was performed which demonstrated a 12cm lesion with 80% stenosis in the distal superficial femoral artery. The lesion was crossed and atherectomy was performed with 70% residual stenosis. Balloon angioplasty was performed with a scoring balloon. Repeat angiography demonstrated minor non-flow limiting dissection which was stented because of the ulcerative nature of the plaque. Repeat imaging demonstrated 0% stenosis. The sheath was removed and hemostasis was achieved. (Expiration date: 03/2020), (04/2018).

Event description:
It was reported through the results of a clinical trial, that during an angioplasty procedure in the left mid/distal superficial femoral artery with a focused force percutaneous transluminal angioplasty (pta) balloon, imaging demonstrated dissection which resulted in stent placement. Following stent placement, imaging no longer demonstrate the dissection. The current patient status was not provided.